Event description:
Left breast capsular contracture repaired in out-patient surgery. Bilateral vertical mastopexy.

Event description:
Left breast capsular contracture repaired in out-patient surgery. Bilateral vertical mastopexy.